Event description:
While performing the final suturing after removing an abscessed pilonidal cyst on an adult male, the suture needle broke into several pieces. All pieces were found, but were thrown away by the or staff at the time.